Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, "the periumbilical hernia sac was dissected circumferentially. A bard flat mesh (device 1) was placed to defect and secured to fascia using sutures." (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the partial explant of bard flat mesh and implant of phasix st mesh (device 2). Per op notes, "there was a fascial defect at the umbilicus and large hernia sac in epigastric area were bridged into one large defect. A portion of previously placed mesh (device 1) was excised to create smooth surface. A sheet of phasix st mesh (device 2) was placed in abdominal wall using sutures." (B)(6) 2019 - patient underwent removal of all infected mesh (device 1, 2). (Note: there is no op notes provided for this procedure in medical records) attorney alleges that patient had hernia recurrence, infection, nerve damage, abscess, adhesion, fistula, seroma and pain approx. From (B)(6) 2016 to present.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the phasix st mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.